Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a lc (long charge time) error code, indicating charging to 80 j took somewhere between 20 and 45 seconds. No further details were provided. A local field representative was asked to inquire at the hospital, to ensure the device was checked and to request device data for engineering evaluation. No adverse patient effects were reported. The field representative was not able to obtain the information, but provided a contact name at the facility. It was noted this facility manages all device follow-ups and implant procedures with center staff and no boston scientific representatives are involved. Boston scientific reached out to the contact and was told that the patient would be brought in for a device check. Effortless study.

Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of the device memory confirmed the lc error was recorded on (B)(6) 2019 due to the full energy charge taking 20 seconds. The next time a full charge occurred (october 2, 2019) the charge time was 19 seconds. The lc error will be triggered when charging to 80j takes somewhere between 20 and 45 seconds. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Next, the case was opened and individual battery voltage measurements were performed; all measurements were within expected tolerances. An external power supply was connected to the device and current drain measurements were observed to be within expected limits. Laboratory analysis concluded that the long charge error was due to the device battery being near the end of its life and not due to a device failure. The device had been implanted for 5.6 years; the minimum expected longevity for this model is 5 years.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a lc (long charge time) error code, indicating charging to 80 j took somewhere between 20 and 45 seconds. No further details were provided. A local field representative was asked to inquire at the hospital, to ensure the device was checked and to request device data for engineering evaluation. No adverse patient effects were reported. The field representative was not able to obtain the information, but provided a contact name at the facility. It was noted this facility manages all device follow-ups and implant procedures with center staff and no boston scientific representatives are involved. Boston scientific reached out to the contact and was told that the patient would be brought in for a device check. The physician later confirmed that the device was explanted, replaced, and returned for laboratory analysis. No additional adverse patient effects were reported. Effortless study.